Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the 00507118100, oscillator blade (x2) were dull/blunt because the two blades broke consecutively in one case. The case was completed using another of the same blade, but different lot number with no issues. There was no reported patient injury or impact. There was no reported surgical delay. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Corrections: additional information provided by customer reported that the tooth got stuck in the patient's bone and could not be retrieved. B1 was changed from product problem to adverse event. B2 was added. H6 was changed from no patient impact (2199) to 2687 (foreign body in patient). Narrative: the evaluation of returned used blades, 00507118100, quantity of two (2) found that one of the blades has a broken tooth and the other one has bent teeth. The broken tooth was not returned. The blades have damage on both sides of the surface. See attached photos. However, evaluation was not able to confirm dull/blunt tooth. According to r&d analysis of pictures, typically this type of damage is due to the tip of the blade impacting the jig or other metal fixture during resection. These blades had very significant wear marks on the upper surface, suggesting contact with the jig. The failure is likely due to user error. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 10 complaints regarding 15 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000008 per the instructions for use, the user is advised the following; inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.